Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The sample was received in used conditions with the needle activated, damaged in the base, and cut tube. According with the visual inspection the failure mode was confirmed but the failure cannot be attributed to the manufacturing process since the complaint sample was received in used conditions. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the product had a defect in the connection line, which was perforated. The occurrence of this event was immediately on use. It is unknown if there were other pertinent product in use during the incident, and there was no reported patient involvement, harm or medical intervention required.

Manufacturer narrative:
E1 - initial reporter phone: ext. 115. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.